Manufacturer narrative:
Device evaluated by MFR: a 31mm watchman flx delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath was kinked. Microscopic examination revealed events occurred as a result of factors encountered during the procedure. Product analysis confirmed the reported event as the sheath was kinked. There was tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx closure device with delivery system (wds) was selected to be used. During the procedure, after the closure device was recaptured once, the wds kinked during deployment. The wds was removed from the patient and the procedure was completed using another wds. The patient condition following the procedure was stable.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx closure device with delivery system (wds) was selected to be used. During the procedure, after the closure device was recaptured once, the wds kinked during deployment. The wds was removed from the patient and the procedure was completed using another wds. The patient condition following the procedure was stable.